Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past several weeks. Review of the pump data logs for the past few days was unable to confirm the battery issue. The customer stated they typically stop charging the pump around 50%. Recommendation was made to the customer to charge the pump more frequently. Reportedly the customer will continue to use the pump for insulin therapy. In addition, the customer has woken up with elevated blood glucose (bg) levels for the past several weeks ranging from 350-400 (mg/dl). The customer stated the cause of the elevated bg levels is unknown but stated it might be due to their slow digestion rate due to their gastroparesis. The pump was used to address elevated bg levels. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.